Event description:
The customer reported that the heartstart mrx failed the defib test of the op check. There is no indication of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.